Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. During set up, the customer contact reported the clave secondary port broke off the cassette and an unspecified amount of the chemotherapeutic agent leaked onto the patient and the nurse. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse effect to the patient or the nurse. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.